Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the blade was exposed on a vessel sealer instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the blade was found dislodged and outside the garage track. Additionally, the vessel sealer would not advance through the cannula because the shaft was bent. The shaft was no longer straight so engaging the instrument on the arm through the cannula was not possible and the vessel sealer could not be driven. The cable assembly was also found broken at the snake wrist. Broken cable segments were in various lengths. Motion was no longer intuitive due to cable breakage. Remote fe data confirmed blade jammed error logs. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.